Manufacturer narrative:
Follow-up #1 date of submission 02/19/2016-correction: (B)(6).

Manufacturer narrative:
Follow-up #2 date of submission 06/07/2016-product analysis: the device was returned and evaluated by product analysis on 05/23/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of a related issue. Review showed evidence a loss of prime associated with a cartridge change. The total daily dose was appropriate for the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump successfully passed a delivery accuracy test. All deliveries performed during investigation were successfully recorded in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose that day was 33 mmol/l with large ketones and abdominal pain. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history did not match the programmed basal rates. This complaint is being reported because the reported health event was attributed an unexplained inaccurate delivery issue.